Event description:
A vaxcel mini port was being placed in 2005. During the procedure, the peelable sheath did not tear down the perforation. It broke early and off the center. A new sheath was used in order to complete the procedure.